Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable pump for spinal pain. It was reported the patient's pump was removed on (B)(6) 2016 due to a serious infection requiring intravenous (IV) antibiotics for 15 days. The plan is to re-implant in (B)(6) of 2016. Additional information was requested regarding drug information, concomitant medication, pertinent medical history, symptoms and diagnostics performed, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received on 02-sep-2016 from a consumer and it was reported that the pump was delivering morphine (10 mg/ml at 0.5 mg/day) at the time of the event. The information also indicated that the patient had a new pump implanted in (B)(6) 2016.